Manufacturer narrative:
The customer complaint of silicone bulge was confirmed. Photo provided shows a bulge/ballooned in the silicone segment tubing p/n 12088541 near the lower portion of the lower fitment p/n tc10006063. The root cause for this event could not be determined.

Event description:
The customer reported an unsuccessful attempt to start an infusion of angiomax in the cath lab with a pump alarming and when the nurse opened the door there was a bulge in the pumping segment. The rn then pinched above the port and pushed a 10cc flush into the tubing to demonstrate and it did the same thing. Although requested, there was no other information received.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported an unsuccessful attempt to start an infusion in the cath lab with a pump and when the nurse opened the door there was a bulge in the pumping segment. Although requested, there was no other information received.